Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the reported complaint. The device passed all alarm tests, the disconnection alarm activated as expected and functioned as intended. The investigation determined there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
Resmed requested for the device to be returned so that an engineering investigation can be performed. The device has not been received; therefore, the alleged malfunction cannot be confirmed. If additional information becomes available, a supplementary report will be submitted. Resmed reference#: case-(B)(4).

Event description:
It was reported to resmed that at the time the patient was found by her mother de-cannulated (at 0700), the astral device the patient was receiving invasive ventilation from was not alarming. The tracheostomy tube was reinserted, and the patient was subsequently placed on an alternate device. It was alleged that the astral device did not generate an alarm despite the patient no longer being connected to the device. Review of the device alarm log reportedly showed no recorded alarms between approximately 0400 and 0925.